Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised customer to return the incorrect quantity, re-dispense the correct 2 ml dose, and then waste any remaining amount to ensure accurate documentation. However, due to lack of response from customer tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user retrieved ketamine hydrochloride injection (2ml). The medication was configured as a 2ml dose; however, the user entered 1ml during the transaction. As a result, the system now prevents the user from wasting the medication because the recorded quantity does not match the actual amount. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.